Event description:
The patient was wearing a prosthetic leg during MRI. Patient's prosthetic was then attached to the MRI bore. Patient unharmed. Prosthetic device electronics not working properly following MRI. Patient left tf otto bock cleg no longer functioning.